Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that impella cp was inserted, and, after percutaneous coronary intervention was performed, the patient¿s groin started oozing. The physician elected to suture around the insertion site to see if it would help with hemostasis. In the intensive care unit, the groin continued oozing despite angle matching, forward tension sutures, tightening perclose, no heparin, and knee immobilizer. Pressure was held on artery above impella and on site with no improvement. In total 4 units of red blood cells were given. The impella was removed with a surgical cutdown. The patient remained stable and survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since the bleeding was managed by forward tension sutures, angle matching, tightening perclose, knee immobilizer, act in range.